Manufacturer narrative:
H6 - product ID: 8253200: d16 is not longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mainframe was stopped working while in use, the device start to freeze while working with no reaction on the screen. The issue was not resolved by repositioning or troubleshooting. The case completed without nerve monitoring. There was no patient impact.

Manufacturer narrative:
H3: the results of the analysis concluded that there was no malfunction in the device. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253200, product description: patient interface 8253200 response 3.0, serial/lot #: (B)(6), UDI#: (B)(4). H6 - product ID: 8253200: fdd a0908, fdm b17, fdr c20, img g02005, and d16 codes are applicable for patient interface. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.